Manufacturer narrative:
Based on the information available, no conclusion can be made at this time. As reported, the patient was implanted with four bard flat mesh in the umbilicus and groins; and is alleging complications of pain and reoccurring hernia about 11 years post-implant. The information provided is limited to the maude event report as we have been unable to reach the contact. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified as a potential complication in the instructions-for-use. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on the limited information provided, a root cause for the patient¿s postoperative course cannot be determined. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard flat mesh (device #1). Additional emdrs were submitted to represent the three bard flat meshes (device #2, device #3 & device #4).

Event description:
The following was reported via maude event report (mw5094251): "I've had four (4) hernia mesh implants around 2004. And I have been experiencing a lot of pain and reoccurring hernia. Both groins and 2 umbilicus. I also have not been able to afford to go to the doctors."